Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
It was reported that the ventilator did not alarm when patient took off the mask or for high leak. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Although requested, patient information was not provided. The biomedical engineer (biomed) troubleshot with technical support and found no error codes in the ventilator diagnostic logs. The biomed stated that the respiratory therapist thought there would be a 'high level alarm' if a patient was to remove a mask during a treatment. The biomedical engineer stated that the unit was tested with another unit side by side with a certifier. The customer disconnected it at the test lung and got a low level 'low minute and low title' alarm on both units. The customer then disconnected the patient circuit at the gas outlet port and got a high level 'patient disconnect' on both units. The reported issue was not duplicated and the unit was return to service.